Event description:
On (B)(6) 2017, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ping meter read inaccurately high compared to another device (onetouch ultramini). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2017 at 4:00 pm. The reporter claimed the patient obtained blood glucose readings of ¿194 mg/dl¿ with the subject meter and ¿97 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient is on insulin pump therapy. The reporter claimed that as a result of the alleged issue the patient administered an incorrect bolus dose of insulin. The reporter stated that about 2 and a half hours after the alleged issue started, the patient began to ¿shake.¿ the reporter claimed she treated the patient with glucose tablets/gel on (B)(6) 2017 between 6:00 and 6:30 pm in response to the symptom. The reporter claimed the patient¿s blood glucose was tested on another device (ultramini) on (B)(6) 2017 at around 7:30 pm and a result of ¿94 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after taking an alleged incorrect dose of insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.